Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) under-sensing atrial fibrillation (af). The device is still in use. No further patient complications have been reported as a result of this event.